Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. A total of 9 of 12 linx beads were explanted on (B)(6) 2016. Three remaining beads were separated from device during explant. Physician does not plan to remove the remaining 3 beads. Patient reported as doing well after explant.

Manufacturer narrative:
-Patient identifying information: -bmi reported as (B)(6). -device traceability (lot and serial number) added and manufacturing paperwork reviewed. -patient continues to do well after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2014. -a total of 9 of 12 linx beads were explanted on (B)(6) . Three remaining beads were separated from device during explant. -physician plans to remove the remaining 3 beads at a later date in combination with a fundoplication. -patient reported as doing well after explant. -additionally, patient is "happy, tolerating food, and doing well" as of 10/31/2016.